Event description:
A male underwent initial aaa repair in 2006. One flex main body and three iliac leg grafts were placed. During a follow-up visit it was noted that the iliac had dilated and developed a type lb endoleak. The physician placed three leg extension grafts to successfully resolve the leak. Pt is fine.

Manufacturer narrative:
Event evaluation: still under investigation.